Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 36 mg/dl at the time of incident and customer's current blood glucose is 186 mg/dl. The customer treated their low blood glucose manual injection. The insulin pump will be returned for analysis.